Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument tip was found to be damaged during use. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was found broken/frayed cables at the wrist. Physical damage was visible at the wrist of the instrument. The tip of the instrument has fallen off. The instrument has been sent to the warehouse in shanghai.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed the permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 1.75 mm x 1.25 mm in size. Clevis showed abrasions and scratches on the yaw pulleys. Components adjacent to the broken clevis do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
Refer to h11 for follow-up information.